Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt missed a pump refill and a critical alarm was "going off for over one month," prior to the date of this report. The pt, later, experienced withdrawal and other (unspecified) "medical complications." No info was provided regarding the concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Add'l info was requested but not available at the time of this report. A f/u report will be filed if add'l info becomes available.